Manufacturer narrative:
A product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after surgery the patient experienced the symptom that appears cloudy after surgery it became more severe and the exchange was conducted and the patient also experiencing worsening blurred vision leading to an exchange being performed. The intraocular lens (iol) was subsequently removed and replaced with unspecified replacement lens during initial implantation procedure and procedure was completed on the same day. Additional information has been requested but is not available at the time of this report.